Event description:
On (B)(6), 2013, the patient¿s mom contacted animas on behalf of the patient, alleging the animas insulin pump ¿stopped working.¿ the patient no longer has the subject pump and does not recall what was wrong with it. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.